Event description:
It was reported that the pump was replaced due to end of life. The catheter was broken and was also replaced. No pt symptoms were reported.

Manufacturer narrative:
Results code: used for the catheter.